Event description:
It was reported that the lead was explanted and replaced due to loss of capture.

Manufacturer narrative:
A lead tip stiffness test was performed and found to be within specification.